Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) stated after installing the equipment on september 27, 2023, the host could not charge and display the helium balance. The problem was solved after pulling out the host. On october 9, 2023, the hospital conducted training and found that the host could not charge and display the helium balance. The problem was solved after pulling the host several times. On (B)(6) 2023, we came to the door for treatment. It was found that the part used for the hook behind the main unit was bent, and the problem was solved after re-aligning the parts.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the hospital conducted training and found that the host could not charge and display the helium balance. The problem was solved after pulling the host several times. There was no casualties reported